Event description:
During baxter's functional testing, a spectrum pump alarmed that the door is open, when the door was not open. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirm and reproduce a door open alarm when the door was closed. It was determined that the upper hook switch was out of adjustment which caused this alarm. The upper hook has been adjusted to correct while alarm.